Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said she's experiencing a sharp pain at the base of her head in/on the left side of her neck that feels almost like an electrical shock. The patient doesn't know if this is device related as she away from home and was driving for nine hours an slept somewhere else that maybe aggravated it. The patient tried changing programs and turned the stimulation off, but is still in pain. The patient said her leads are in her neck area. The patient mentioned she does have migraines when the weather is bad, but she doesn't thinks this is the same thing. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the shocking was believed to be a pinched nerve. The patient had been getting injections to alleviate the pain to be able to turn her head. The leads were checked and one lead was re-directed. The patient still got zapped if she turned her head a certain way.